Event description:
Reportedly, the ventilator shut down after auto-cycling. There was no patient involvement in this case.

Manufacturer narrative:
Evaluation of the returned ventilator was unable to confirm or duplicate the reported issue. No auto-cycling was observed and the ventilator powered up and functioned normally. Operation verification procedure will be performed before returning the ventilator to the customer.